Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient died after exchanging peg safety to tri-funnel replacement gastrostomy tube percutaneously. Although the patient complained of pain during the exchange, the procedure was completed without any problem. After the exchange, circulatory dynamics of patient went bad and the patient died of multiple organ failure. Medical doctor considers the death was not related to the product or the procedure because the patient had bad general condition before then. On 06/26/2017 - additional information stated: there was no report of device malfunction during the device exchange. The treating physician stated that the cause of death was multi-organ failure. Patient had cerebral infarction, heart failure, atrial fibrillation and epilepsy and was in a general "bad" condition. The autopsy and death certificate are not available. Patient's date of death is (B)(6) 2017.